Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing in an attempt to resolve the issue; however, issue persisted and customer loaded a new cartridge. Customer¿s blood glucose level was 119 mg/dl.